Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date settings were incorrect after resetting the pump. Customer's blood glucose level was 311 mg/dl. Customer corrected the time and date settings with tandem technical support.